Manufacturer narrative:
Note: product reference 443742 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433742 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports released in october 2016. Investigation results: we did not received the complaint sample nor the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. No corrective action is currently envisaged.

Event description:
It was used for postoperative chemotherapy of immature teratoma. The catheter of celsite was broken. No sample or picture provided.